Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft broke upon screw insertion. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/17/2024: the tip of the ar-18800-03 driver shaft was twisted and would no longer work for screw insertion. The driver was intact when it got twisted and nothing needed to be retrieved from the patient. There was no case delay and a extra driver was used in the set to complete the case. This was discovered during a bunion correction procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.